Manufacturer narrative:
Pocket stimulation should have been included in the previous report.

Event description:
The patient presented with pocket stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a symptomatic patient presented in clinic for a routine follow-up. Device interrogation revealed that the pacemaker (pm) went into backup mode. Device was restored successfully. Patient will continue to be monitored with regular follow-up. No additional information was reported.